Manufacturer narrative:
Investigation summary: bd received 12 samples, 2 photographs and 1 video for investigation. The photos and video were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 12 returned and 20 retained samples were draw-tested and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh (lithium heparin) plus blood collection tubes, there is less vacuum in an unspecified number of tubes and takes longer than one minute to fill. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® lh (lithium heparin) plus blood collection tubes, there is less vacuum in an unspecified number of tubes and takes longer than one minute to fill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 29-jul-2025 investigation summary bd received 12 samples, 2 photographs and 1 video for investigation. The photos and video were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 12 returned and 20 retained samples were draw-tested for low or no draw and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.